Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed and no leak was observed. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked; further described as ¿one of the tubes fogged and leaked¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.